Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the auxiliary water channel is clogged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "auxiliary water channel clogged" was caused by a imperfection of proper reprocessing caused by leakage from electrical connector unit mouthpiece pin. The event can be detected/prevented by following the instructions for use which state: IFU states detection methods in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.